Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, during the work performed, the filter and water pump were found defective. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the available information, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during the procedure, it was found that the device power was on the low side. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that during holmium laser enucleation of the prostate procedure, it was found that the device power was on the low side. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
The additional information has been updated block b5. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, during the work performed, the filter and water pump were found defective. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the available information, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during the procedure, it was found that the device power was on the low side. The procedure was completed with this device. There were no patient complications.